Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set which resulted in peritonitis. It was reported the leak was observed underneath the twist clamp. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient received unspecified treatment for the event. At the time of this report, the patient outcome was reported as resolved. Action with pd therapy was not reported. No additional information is available.